Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. It was noted that there was a fracture in the catheter just proximal to electrode 2 at ~0.3 inches. Electrode 2 read as an open circuit. Dissection revealed conductor wire 2 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported display issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.